Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable error 26002, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue. The isi fse replaced the distal set up joint (suj) of universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the part distal suj, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, a repeated non-recoverable error 26002 occurred. Intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer power cycle the system, but the issue was not resolved. The isi tse confirmed errors 25730 and 321115 in the logs pointing to the set up joint (suj) of the universal surgical manipulator 1 (usm). The customer decided to complete the procedure without usm 1. There was no reporter of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering the system on. The system initially powered on without errors. The procedure was completed robotically without usm 1. The customer performed a system power cycle and emergency power off (epo) several times, but the issue was not resolved. The procedure continued with the remaining three usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The unit was installed on a test system, the system could not be powered on, and error 319 was triggered. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) machine, and it failed the node check. When installed on an in-house axes controller tornado (act), the unit passed all tests. The unit failed the node test with the original act.

Event description:
Refer to h10/h11 for follow-up information.